Event description:
It was reported to philips that the system stand and table geometry movements were not available. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedure was performed by the customer when the issue occurred ad the procedure was aborted. The philips field service engineer (fse) inspected the system on site and confirmed that table and c arm was not able move after starting up the system. Review of the system log file showed that the communication failure between geo ipc and host pc. To resolve the issue, fse fixed communication cable and re-plugged the can board of geo ipc. The system was returned to use in good working order. The codes were updated based on the investigation outcome.